Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals cracked during loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question. Refer to MFR report # 2242352-2012-00229 for second cracked device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).